Event description:
It was reported the subject device had a red flashing screen and the probe was not working. The issue occurred during an unspecified therapeutic procedure. No patient harm reported.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a red flashing screen and the probe was not working. The issue occurred during an unspecified therapeutic procedure. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Olympus will continue to monitor field performance for this device.